Manufacturer narrative:
Eval, results: based on the limited info provided and non-device return no root cause can be determined.

Event description:
Physician reported that while attempting to use the pacific xtreme pta balloon catheter diameter 5mm length 60mm, deflation was slower than in the past. Bad refolding was also reported to have prevented re-use of the catheter in the same lesion. It is reported that the event did not affect the pt. No further info was provided.